Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temp control). The patient temperature was 35.5c, water temperature was 24.2c, flow rate was 1.2lpm. The diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 25c, chiller temperature (t4) was 9.2c, water flow rate was 1.2lpm, inlet pressure was -3.3psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater was 100 percent. The fluid delivery line was connected securely. The mss asked the nurse to remove the arctic gel pads and test the pads one at a time. It was determined that chest pad had a leak. The removal of chest pad showed increase of flow rate from 0.9lpm to 1.6lpm and the increase of inlet pressure from -3.4psi to -8.2psi. The nurse changed out the pads.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temp control). The patient temperature was 35.5c, water temperature was 24.2c, flow rate was 1.2lpm. The diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 25c, chiller temperature (t4) was 9.2c, water flow rate was 1.2lpm, inlet pressure was -3.3psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater was 100 percent. The fluid delivery line was connected securely. The mss asked the nurse to remove the arctic gel pads and test the pads one at a time. It was determined that chest pad had a leak. The removal of chest pad showed increase of flow rate from 0.9lpm to 1.6lpm and the increase of inlet pressure from -3.4psi to -8.2psi. The nurse changed out the pads.